Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation ablation procedure. During the procedure, physician used faradrive sheath with versacross connect to gain access to the transseptal. Physician mentioned that to reach the spot for the transseptal puncture, deflectability of the sheath was used with the dilator inside the sheath. Once the transseptal puncture was gained, octaray mapping catheter was inserted after the removal of wire and the dilator. Aspiration was performed as per the guidelines, however, air bubbles were noted. So at this point, the sheath was replaced with another same model sheath and the procedure was completed successfully. No damage was noted on the dilator. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation ablation procedure. During the procedure, physician used faradrive sheath with versacross connect to gain access to the transseptal. Physician mentioned that to reach the spot for the transseptal puncture, deflectability of the sheath was used with the dilator inside the sheath. Once the transseptal puncture was gained, octaray mapping catheter was inserted after the removal of wire and the dilator. Aspiration was performed as per the guidelines, however, air bubbles were noted. So at this point, the sheath was replaced with another same model sheath and the procedure was completed successfully. No damage was noted on the dilator. No patient complication was reported. The device is expected to be return for analysis.